Manufacturer narrative:
Unit received with a white spot at the lower right corner of the display and high sleep and active currents due to moisture damage at the electronic assembly. The battery tube received with traces of corrosion. Unit passed displacement test and self test. No unexpected pump error 23 were noted. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with faded and stained serial number label. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed post-reset ram crc. The customer¿s blood glucose level was 6 mmol/l at the time of the incident. Customer states the alarm occurs after changing the battery also, must change battery every second day. The customer was assisted with clearing the alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.